Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4)- manufacturing date: may 9, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the end of a 10mm small trial spacer broke off into the knob and jammed the device during the procedure. As a result, one (1) inserter and small trial implant were rendered non-usable. The surgery was prolonged about twenty (20) minutes. This report is 2 of 3 for (B)(4).